Event description:
It was reported that the patient had "lead issues" prior to her last replacement surgery. The generator was explanted, and analysis did not show any anomalies. No further relevant information has been received to date.

Event description:
The physician clarified that there was no issue with the lead, and the surgery was only for battery replacement. The lead was not explanted at the time of the generator replacement.